Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adhesive from the infusion sets were not sticking to patient's skin. There were occasions in which the infusion sets came out of the patient's body and insulin was leaking at the headset. The lot number was not provided. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.